Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a prime (load step malfunction) issue. Reportedly, insulin was dispensed in the tubing before priming. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The device has been returned and evaluated by product analysis on 3/19/2014 with the following findings: during investigation, the pump¿s prime history verified the reported prime volumes. The black box showed one no cartridge detected alarm. During testing, the pump rewind, load, and prime steps were completed successfully. The force sensor test verified that the force sensor calibration was within specifications. The pump was opened and no damage was found to the force sensor. The load step issue was observed in the history but was not able to be duplicated during investigation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.